Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
This is a case from (B)(4) smart pms for superficial femoral artery (sfa) and the case number is (B)(4). As reported by the study, two smart 120 150, sfa ¿ 6x150mm self-expanding stents (ses) were placed in the target lesion without any issue. Thirty one months later, restenosis was found inside and on the edges of the placed stents when the patient visited the hospital. A couple days after plain old balloon angioplasty (poba) was performed to treat the restenosis and the patient recovered. The target lesion was distal, middle and proximal of the right superficial femoral artery. The rate of stenosis was 100%. The length of the original lesion is unknown. The original diameter of the vessel (healthy area of treated lesion site) is unknown. It is unknown if ¿healthy tissue to healthy tissue¿ was covered by the stents. It is unknown if the stents were post-dilated. It is unknown what the residual % of stenosis was after stent implantation. It is unknown how the restenosis was found. It is unknown if they were on any post procedural medications. It is unknown if the patient returned with symptoms since the last followup on (B)(6) 2016. The current status of the patient is unknown.

Manufacturer narrative:
As reported by (B)(4) smart pms for superficial femoral artery (sfa), 31 months after two smart 120 150, sfa ¿ 6x150mm self-expanding stents (ses) were placed in the target lesion without any issue; restenosis was found. It was found inside and on the edges of the placed stents when the (B)(6) male patient, with unknown medical history, visited the hospital. A couple days after plain old balloon angioplasty (poba) was performed to treat the restenosis and the patient recovered. The target lesion was distal, middle and proximal of the right superficial femoral artery. The rate of stenosis was 100%. The length of the original lesion is unknown. The original diameter of the vessel (healthy area of treated lesion site) is unknown. It is unknown if ¿healthy tissue to healthy tissue¿ was covered by the stents. It is unknown if the stents were post-dilated. It is unknown what the residual % of stenosis was after stent implantation. It is unknown how the restenosis was found. It is unknown if they were on any post procedural medications. It is unknown if the patient returned with symptoms since the last follow-up. The current status of the patient is unknown. The device remains implanted and therefore is not returned for analysis. A device history record review of lot 15851698 was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two reports associated with the same patient that was submitted under manufacturing reports 9616099-2016-00157 and 9616099-2016-00158.